Event description:
It was reported that, "the patient was in pt 8 weeks post surgery and the knee was swelling very badly. There wasn't much pain but the swelling was excessive. Pt told him he needed to build up the ligaments. He was doing a lot of walking to build up his knee and started experiencing excessive pain. When he returned to the doctor a scope was done. It was discovered that the acl was torn and the implant came apart so a revision was performed. During the revision, the doctor discovered that the cement had adhered to the bone but not to the implant. There is now some soreness and swelling but it appears to be healing correctly according to the surgeon."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.